Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes prior to damage) issue. The reporter stated that the patient's pump keypad rubber is peeling off, having tactile issues with the buttons that requires multiple presses in order to get buttons to respond, and that the 'up', 'down', and ok symbols are worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.